Manufacturer narrative:
Crushing of the pad is abuse of the product and a direct violation of the instructions and warnings provided. This incident is direct result of misuse/abuse of the product.

Event description:
Consumer states "heating pad started smoldering while in use". No injuries or property damage were reported with this incident.